Event description:
The customer reported that while the iabp was in use on a pt, the iabp displayed "low vacuum" messages and stopped pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The fault logs showed autofill error 57 20 (initial iabp purge failure, could not empty safety disk). The company rep was unable to duplicate the reported problem. He reseated the compressor heads and checked the hose connections. The iabp functional tested and safety checked tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).